Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported impedance measurement anomaly was not reproduced. The device was tested, and no anomalies were detected. It is suspected that the anomaly could have been caused by a lead or lead connection anomaly.

Event description:
It was reported that the atria lead impedance was stable until (B)(6) 2010 and increased to over 2500 ohms. The patient was brought in to have the atrial lead replaced; however, measurements on the psa and reconnecting lead into the device's header measured approximately 400 ohms. A loose setscrew in the following months of implant was suspected. The physician elected to replace the device.